Manufacturer narrative:
Weight: unk, race: unk, ethnicity: unk, this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated a 12.6mm vticmo12.6 implantable collamer lens, -10.00/+1.0/079 (sphere/cylinder/axis), was being loaded and the lens would not travel through the cartridge and became stuck. One of the edges of the lens was broken. There was no patient contact. Another icl lens was not implanted. Cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: cause of event was reported as other and device failed to perform as intended. The lens did not travel through the cartridge and it stuck to it. It did not move with any maneuvering. One of the edges was broken. H6 - work order search: no additional similar complaints within associated lots were found. Claim# (B)(4).